Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The past occlusions were resolved by either performing infusion set tubing changes or clearing the alarm and then resuming insulin deliveries. There was no reported adverse impact to the customer's past blood glucose (bg) level; current bg level was 400mg/dl. A system check was performed using the current supplies and the occlusion alarms were verified. Insulin deliveries were successfully resumed after performing a supply change.